Event description:
It was reported that faradrive steerable sheath clear selected for farapulse procedure. During procedure, air continued to be drawn in through the valve once the sheath was inserted. It was reported that was a bad valve. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as contaminated. It was further reported that after insertion of farawave, visual bubbles in faradrive sheath shaft were noted ,but not cleared by routine aspiration. Bubbles were observed at shaft of sheath and in syringe on aspiration. No other issues or damages were reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being filed for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for farapulse procedure. During procedure, air continued to be drawn in through the valve once the sheath was inserted. It was reported that was a bad valve. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as contaminated.